Manufacturer narrative:
Product evaluation: the device is an online tool that can be found in (B)(6). Evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. Citations: goggin m, moore s, esterman a (2011). Toric intraocular lens outcome using the manufacturer's prediction of corneal plane equivalent intraocular lens cylinder power. Arch ophthalmol 129(8), 1004-1008. Goggin m, moore s, esterman a (2011). Outcome of toric intraocular lens implantation after adjusting for anterior chamber depth and intraocular lens sphere equivalent power effects. Arch ophthalmol 129(8), 998-1003. (B)(4).

Event description:
In two literature reports by the same authors, a surgeon reported that following use of an online calculator for iol (intraocular lens) implant surgery, four eyes showed residual astigmatism with refractive surprises of between 0.5 and 1.0 diopter. He reported that persistent cystoid macular edema was present in one eye. He reported that "though the manufacturer's target astigmatic error change was reached, the clinically remaining astigmatic error suggests that the target was set too low, implying an underestimate of the corneal plane equivalent power of the cylinder on the part of the manufacturer". Additional information has been requested.